Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, harm reported with no reported allegation of a device malfunction, pump error 4, pump error 63, change sensor/bad sensor and sensor updating alert the customer reported blood glucose value of 298 mg/dl. The customer reported hyperglycemia, hypoglycemia, headache, and nausea treated with manual injection/insulin pen, and glucose/carb intake. The customer reported the cause of the event was unknown the event involved product(s) mmt-242a, mmt-332a, mmt-1884, mmt-7040a, and mmt-7040a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported receiving a pump error. The customer was able to clear the error and complete the fill cannula delivery test. The error table indicated that the pump requires replacement. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump was over-delivering. The customer received a change sensor alert and sensor updating alert and was explained the possible causes. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No further complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1884 was requested and the device was returned. No product return is required for mmt-7040a. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump error 63 (variable 15) was found in the history files on 07/27/2024 07:40:08.000 due to a hardware error. Pump error 4 was found in the history files on 07/27/2024 07:40:08.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay and label damage (serial number label stained; end cap address label faded and peeling). No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high/low bgs. Pump error 63 was confirmed due to a hardware error. Pump error 4 was confirmed due to a pump error 63. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.